Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer's blood glucose was 396 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Customer delivered a manual insulin injection and resumed insulin delivery to address the issue.